Event description:
Information was received indicating that a smiths medical pump was implicated in causing the following event. Two days after starting to use the product, a "no message" alarm went off. The pump was switched out but the situation was not remedied. Therefore the cassette was changed to a different one as well but the next day a "no disposable" alarm went off. There was no patient injury. There were no reported adverse events.